Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient received a total hip arthroplasty on (B)(6) 2010 at (B)(6) hospital. Implant system used was an asr xl with corail collared stem. Upon sales rep visual inspection of the patients x-rays it indicated no signs of loosening or lysis. Implants were well fixed and in good position in my opinion. Patient complained of some pain and the surgeon mentioned to me that her metal ion levels were elevated. The decision was made to revise the hip. The stem was well fixed so the surgeon elected to leave the stem implant. The surgeon removed the cup with no bone lose observed and replaced it with a size 52 pinnacle sector cup. After implantation the patients range of motion was tested and determined to be stable. Since this was a revision of an asr xl deficiency with the product was indicated. Doi: (B)(6) 2010; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.